Event description:
It was reported that during implant the device had electromagnetic interference possibly from construction in the next room or the power strip used. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.